Event description:
Add'l info rec'd from MFR 1/4/01: several mos ago the co was made aware of this situation. At that time co notified the supplier (surgilance) of this product and that all further purchase would be discontinued until the problem could be resolved. Additionally co stopped distribution of the material that was left in futura's inventory. This product has been placed in quarantine system pending final disposition by the supplier. Sugilance responded that errors had been found with the molds and part specifications, which were changed, to conform to established specs. Samples of the surgilance product line, after corrective action was implemented, were tested by its quality assurance dept utilizing established testing criteria for lancets and the products functioned properly. An add'l shipment was received on 10/5/00, which was also tested and co had no failures in this production lot. The problems previously encountered with this product appear to have been corrected. Test results related to this event are on file at the futura medical corp facility in albuquerque, new mexico and are available for review. This event does not require a medical device report (MDR). The problems found are not life threatening.

Event description:
The finger lancets are defective. Many sterile finger lancets are being found to be already sprung before use. In a lot of the units you can hear the needle rattling inside the packaging. This has forced the nurses to discard many of the lancet units and waste a lot of time.